Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (electrode belt could not communicate with a monitor) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt could not communicate with a monitor.